Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded code 1005, indicative of an open circuit condition. Boston scientific technical services (ts) reviewed data from the device and confirmed that several episodes had been stored on the same day with evidence of noise oversensing and high pacing and shock impedance measurements. Additionally, it was discussed that a signal artifact monitoring (sam) episode was stored. Consequently, the physician performed a revision procedure and x-ray imaging, and it was confirmed that there was no lead damage. The decision was made to explant and replace this device and the right ventricular (rv) lead with a non-boston scientific system. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded code 1005, indicative of an open circuit condition. Boston scientific technical services (ts) reviewed data from the device and confirmed that several episodes had been stored on the same day with evidence of noise oversensing and high pacing and shock impedance measurements. Additionally, it was discussed that a signal artifact monitoring (sam) episode was stored. Consequently, the physician performed a revision procedure and x-ray imaging, and it was confirmed that there was no lead damage. The decision was made to explant and replace this device and the right ventricular (rv) lead with a non-boston scientific system. No additional adverse patient effects were reported. The device is expected to be returned for analysis.